Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) and lead impedance warning for the right ventricular (rv) lead. The lead was noted to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.